Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that noise was observed on the right atrial lead and shock channels simultaneously. The atrial noise was oversensed and led to inappropriate mode switching. The atrial noise was reproducible with the pt lifting his arms overhead and isometrics. Noise on the shock channel was not able to be reproduced. All measurements were within normal limits for the ra lead; the threshold measurement was 0.7 volts, the amplitude was 1.7 mv and the impedance measurements were between 550 and 650 ohms. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.